Event description:
It was reported that pump displayed malfunction alarm malf 12. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed the elevated bg at the time of report.customer did not require assistance from a third-party. Customer reset pump with guidance from technical support, was instructed to continue using pump.